Event description:
Valve assembly leaking - no valves but molded unit. From the info provided by the reporter, no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Pt condition was not provided by the reporter. Valve leaks are not specifically addressed in the IFU. No product has been received to assist in this investigation. Check-flo discs critical dimensions are inspected during incoming quality control. The captor valve assembly is inspected 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. We are aware of the potential for leakage at the sheath valve and the risk associated with this failure mode. Damage to the check-flo discs likely resulted in leakage. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, action steps have been initiated in regard this failure mode. We will notify the appropriate internal personnel of the event and will continue to monitor for similar complaints. Based on risk eval per quality engineering risk analysis (qera), risk reduction is recommended and action is being taken at this time.